Event description:
Following the permanent implant procedure and initial programming, the patient reported unintended stimulation in the stomach and ribcage. X-rays were obtained and confirmed lead migration. A lead revision was completed to resolve the reported event and restore adequate therapy to the patient.